Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during an esophagectomy procedure, there was difficulty placing the anvil. The anvil damaged the esophagus. Unknown how case was completed. There were no patient consequences. One device was discarded.